Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor, battery, and blood glucose issues. The customer's blood glucose had a low of 70mg/dl at the time of incident and had a high of 300mg/dl. Trouble shooting was performed and found change sensor error, replace battery now without the low battery alert. Customer stated he was not able to see due to the high. Customer decline trouble shooting for the low and high blood glucose and is unknown how they were treated. Call disconnected and trouble shooting was not completed. The insulin pump will not be returned for analysis.